Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-06432. It was reported that a patient presented at a follow-up in clinic. Upon review, both the right atrial and right ventricular leads exhibited loss of capture. The right atrial lead also showed reduced p-wave amplitudes and the right ventricular lead showed reduced r-wave amplitudes. A chest x-ray performed on (B)(6) 2019 confirmed that both leads were dislodged. Both leads were repositioned on (B)(6) 2019. The patient was in stable condition.